Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during insertion of an implantable port catheter, the metal stylet of the vps broke (when removing the device from the catheter) without forcing. The entire stylet was recovered. A control x-ray showed no metallic residue in the catheter or without the patient's thoracic vessels."

Event description:
It was reported that: "during insertion of an implantable port catheter, the metal stylet of the vps broke (when removing the device from the catheter) without forcing. The entire stylet was recovered. A control x-ray showed no metallic residue in the catheter or without the patient's thoracic vessels."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.